Event description:
It was reported that during the implant of a right atrium leadless pacemaker (ralp) that after the release of the device, the lp dislodged. The ralp was retrieved and the procedure was concluded without a replacement. The patient was stable before, during, and after.